Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 28mm amplatzer septal occluder is a 10f.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer septal occluder was chosen for implant using a 12f amplatzer torqvue delivery system. Prior to the procedure, there was no angulation or kinks noticed in the delivery system. During the procedure, it was attempted to deploy the device in the left atrium, but it deployed in a cobra head shape. The deformed device was not released from the delivery cable while inside the patient. A new device of the same size was implanted using the same delivery system and the procedure was completed without problem.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.